Manufacturer narrative:
D1: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). No lens in unit carton. Claim # (B)(4).

Event description:
It was reported that the cc4204a collamer single piece lens was folded incorrectly while being loaded and as a result the lens tore as it was inserted into the eye. The lens was cut out of the eye and discarded. Another same model/same diopter lens was implanted without any patient injury. The reporter stated the incident was due to a tech error.